Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 399.66752 mcg/day and bupivacaine 12 mg for a total dose of 2.39801 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient had been experiencing increased pain and nausea. A catheter dye study(cds) was performed on (B)(6) 2019, which failed and revealed a kink catheter. The catheter was explanted/replaced on (B)(6) 2020. The outcome was unresolved with no further action planned. The clinical diagnosis was intrathecal medication withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2(B)(6) 020 the patient was in for a pump refill. It was noted the patient was experiencing pain and nausea. On (B)(6) 2020 the pump was reprogrammed where the fentanyl was increased by 150mcg. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study. A catheter access port (cap) contrast study performed on (B)(6) 2020 was normal. The patient denied nausea as of (B)(6) 2020 and (B)(6) 2020. It was further noted that the patient was walking with their walker and reported feeling much better. The issue was resolved without sequelae as of (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported nausea was an ongoing problem. The pump was reprogrammed where the bupivacaine was discontinued on (B)(6) 2020. No further complications were reported.